Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No bolus stopped alarms noted. The insulin pump had cracked battery tube threads, minor scratches on the lcd window and was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed bolus stop. The bolus stopping was a recurring event. Customer's blood glucose level was 23 mmol/l. The customer disconnected from the insulin pump and reverted to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.